Event description:
Caller states that she tested 237mg/dl and ate dinner. She then took one glucophage and reports feeling dizzy, clammy, and one sick aproximately 3 hours later. She states that she tested at 537mg/dl at that time later her blood glucose result was 489mg/dl and another half hour later her result was 515mg/dl. She states that she then went to the hospital where she tested 50mg/dl or 56mg/dl on their device and was admitted. She states that she received an IV and juice to elevate her blood glucose. Customer was using expired strips at the time of this event. No quality controls were used. Requested return of suspect device and replacement was sent.